Event description:
The user facility reported that the camera to their hexavue ip custom room rack detached and fell from the ceiling. This event did not occur during a patient procedure. No report of injury.

Manufacturer narrative:
The investigation into the reported event is in process. A follow-up MDR will be submitted when additional information becomes available.